Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'failed downstream occlusion test at 20.17 pounds per square inch (psi)' was not verified. The device was tested for downstream occlusion detection and found to detect a downstream occlusion within specified range. No causality was identified and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 20.17 pounds per square inch (psi) on medium setting. The event occurred in the biomed service department. There was no patient involvement. No additional information is available.